Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection became disconnected. Reportedly, the customer's blood glucose (bg) level was elevated. However, the exact value was not provided. The customer reconnected the luer lock connection and delivered a bolus to address the bg level.